Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms on the right ventricular (rv) channel. Upon review, technical services (ts) stated this out-of-range measurements could be due to calcification of the hv coil, physiological changes and medication changes. The most recent one-year trend data showed a range of 80 to 125 ohms and recommended to consider evaluating the rv lead for any evidence of micro or macro lead fractures. If mechanical lead failure was ruled out, then to consider programming options. Ts also recommended to consider an x-ray of full chest ap and left lateral of the device and lead system to evaluate for any visible problems or displacement. This device currently remains in service. No adverse patient effects were reported.